Manufacturer narrative:
Visual evaluation:device photograph(s) for the device related to the reported event seroma, capsular contracture, pain and creases/folding of implant requested on (B)(6) 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. Creases/folding of implant: not observed. Additional observations: white particles calcification-like were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii/IV.

Event description:
Patient reported "hard, sensitive breast, with a lot of pain", "capsular contracture baker grade iii/IV " and "radial folds, and small amount of surrounding fluid." The device remains implanted. This relates to the right side.